Event description:
A report was received that a patient was experiencing inadequate pain relief. An x-ray revealed that one of the patient's leads was broken in half. The reason for the broken lead is unknown. Lead revision surgery was recommended but the patient has elected to have his precision system removed.